Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage found on keypad traces. Unable to test for motor error alarms due to intermittent button response. Motor passed motor test. The insulin pump had missing end capsticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 136 mg/dl. Troubleshooting was performed. The device was returned for analysis.